Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected her transfer set from the pt line during a dwell and didn't return in time for the following drain cycle. Baxter's therapy early. No pt injury or medical intervention was indicated at the time of initial report.

Manufacturer narrative:
Baxter's quality assurance department was unable to contact the home pt or nurse to review proper procedures.